Event description:
A hospice representative reported that the pt was admitted to the hospital in 2007, due to low blood glucose (27 mg/dl). The pt's wife called for ems and when they arrived, the pt's blood glucose measured 56 mg/dl. The ems gave the pt an i.v. (Contents unk) and he was transported to the hospital, where he was disconnected from his infusion device. The pt's blood glucose elevated to 129 mg/dl and then 317 mg/dl. The pt was feeling better the next day and his blood glucose levels were between 175-203 mg/dl. Upon follow up, the following three days, the pt was still in the hospital. The pt's wife requested to be trained on the infusion device. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.